Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had nuisance ail alarms was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the customer reported a general complaint of receiving air in line alarms within 2-3 second of pressing the start key to begin an infusion. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown.